Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.  A review of the share logs  was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.